Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and full ECG functional testing using test pads and leads without duplicating the malfunction. The device was recertified and returned to the customer. A review of the device log did show several check pads messages that are indicative of poor connection between the device and the multifunction cable or between the pads and the multifunction cable. This does not always indicate a device malfunction and this could not be confirmed as the multifunction cable was not returned for evaluation. No trend is associated with reports of this type.